Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an impedance issue with a ??? Error. Electrodes 8-15 were all out of range at 3.0 amps impedance test. Action required was a replacement. Impedance testing and x-rays were done. Product issue was resolved the cause of the issue was believed to be isolated to a faulty battery. On (B)(6) the patient had a lami implant with a paddle lead and it was tested inter-operatively via a test cable. Impedances had all checked out and the patient confirmed stimulation on both sides. It was noted that when the implantable neurostimulator (ins) was connected impedances were good on contacts 0-7 and same on 8-15. The patient was tested and programmed post-operatively and had gotten some stimulation on his right side not where they had gotten it inter-operatively. The patient was seen on (B)(6) to see if better coverage could be obtained. Outages were confirmed on electrodes between 8-15 except 10. The patient was not getting any stimulation on his right where he had needed it most due to his main pain being phantom limb. A revision was scheduled for (B)(6) 2013. It was noted that before touching the lead or the ins the surgeon opened the pocket and disconnected the leads. Impedances were tested through the test cable. Both leads had all electrodes within range at 3.0 amps. All were 900 or less range. The leads were plugged back into the ins and tested, the 0-7 channel was perfect all were 900 or less but the 8-15 channel was all of range except 10 which was high but not out of range. The leads were withdrawn, cleaned off and reset. The same impedance results were observed. The leads were swapped into opposite channels and retested. It was noted that neither channel showed in range. A new ins was opened and hooking the leads in they were able to get both channels within range except for electrode 4. Impedances were all 900 or less. Patient was tested in recovery and was able to get stimulation on his right side and down his leg. The patient was alive with no injury. Patient symptoms were less than 50% therapy relief on right side implant. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the implantable neurostimulator was functionally okay with insignificant anomalies.